Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jun-2023 investigation summary a complaint of tubing being kinked was received from the customer. Two samples, one of lot 22099070 and one of lot 21049509 were returned for investigation. The sample of lot 21049509 was confirmed to be kinked at the top of the filter where it is connected to the tubing. The sample of lot 22099070 was not kinked but had white bubbles that could be seen on the tubing above and below the filter. A device history record review for model 20350e lot number 21049509 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20350e lot number 22099070 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect, and a review of the manufacturing process was completed. After review, the potential root cause of kinked tubing was related to excess amount of solvent added at the connection site, and an incomplete insertion (gap) between components. A quality alert was generated to communicate and reinforce the correct assembly process and avoid gaps between components. A medical 15 bushing evaluation was also carried out to reduce the solvent applied by the dispenser.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing, 0.2 micron filter the tubing was kinked. This affected 4 sets. There was no report of patient impact. The following information was provided by the initial reporter: patient had tpn infusing via IV tubing with add on bd smartsite low sorbing extension set 0.2 micron low protein binding filter. IV alarming occlusion and portion a portion of the add on filter tubing was kinked. Upon closer inspection the kinked area had a pinched in appearance, was cloudier and seemed much softer/more flimsy compared to the rest of the tubing on the filter product. The IV line set up and add on filter was subsequently changed and the new filter had a similar defect. Two more add on filters were opened from our 2-bin and all had the same defect. All lot numbers were the same. The products and packaging were retained and will be provided to our unit quality leader.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing, 0.2 micron filter the tubing was kinked. This affected 4 sets. There was no report of patient impact. The following information was provided by the initial reporter: patient had tpn infusing via IV tubing with add on bd smartsite low sorbing extension set 0.2 micron low protein binding filter. IV alarming occlusion and portion a portion of the add on filter tubing was kinked. Upon closer inspection the kinked area had a pinched in appearance, was cloudier and seemed much softer/more flimsy compared to the rest of the tubing on the filter product. The IV line set up and add on filter was subsequently changed and the new filter had a similar defect. Two more add on filters were opened from our 2-bin and all had the same defect. All lot numbers were the same. The products and packaging were retained and will be provided to our unit quality leader.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.